Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. No damage found on the c13/lcd isolation tape noted. Conducted displacement and self test. No segments partial display anomaly noted.

Event description:
Customer's mother reported a blank display which was resolved with a battery change. Customer also reported a partial display. Customer's current blood glucose reading is 143 mg/dl. No further information reported.